Event description:
It was reported that when the surgeon was inserting hole eliminator into the cups apex hole, he stated the hole eliminator did not stop resulting in it going straight through. Surgeon was able to back out hole eliminator just enough to leave flush with cup and decided to leave implanted. There was no surgical delays.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product code: 121712052, lot number:4145519, and no non-conformances / manufacturing irregularities related to the malfunction were identified product code 121712052, work order 4145519 was manufactured on 22 april 2023. 10 parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. Non-conformance: 3 non-conformances associated with this lot:. There is no correlation between this non-conformance and the failure mode of the complaint. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 121712052, lot number:4145519, and no non-conformances / manufacturing irregularities related to the malfunction were identified.